Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were incorrect on the pump. The customer was unsure how the time and date became incorrect. There was no adverse impact to the customer's blood glucose (bg) level. Tandem technical support assisted the customer with editing the time and date settings on the pump to the correct time and date.